Event description:
It was reported that the implant was placed (B)(6) 2017. At 2 year post op, the patient began to have swelling and infection. Noted edema, inflammation, bone loss and pain.

Event description:
It was reported that the implant was placed (B)(6) 2017. At 2 year post op, the patient began to have swelling and infection. Noted edema, inflammation, bone loss and pain.